Manufacturer narrative:
One sample was returned and two samples were not returned. There were two cases with a method codes of analysis of production records (3331), device not returned (4114), a result code of no findings available (3221), and a conclusion code of cause not established (4315). There was one case with a method code of testing of actual/suspected device (10), analysis of production records (3331), a result code of no findings available (3221), and a conclusion code of cause not established (4315). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of preloaded intraocular lenses (iol) delivery system damaging another device. The reported patients age range was unknown. There was 1 female patient and 2 patients with unknown gender.